Event description:
Foot left siderail no locking in the full up position. Troubleshooting determined that the spring latch on ft lt siderail was missing. Installed new spring latch on siderail, repair complete. No negative impact on patient; problem resolved.